Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that there was intermittent noise and oversensing observed on several atrial high rate episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.